Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on. The iabp is in the cart and the batteries are charged. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found that a screw from the broken fiber optic door fell onto the power management board, causing it to short out. The fse replaced the power management, upper panel assembly and labels. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on. The iabp is in the cart and the batteries are charged. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.